Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. Bleeding, stroke and neuro dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2017, the patient came in for a follow-up visit with neurosurgery and a re-collection of right subdural fluid to a maximum width of 23mm was found. The patient was admitted for a second sepsis drain.

Manufacturer narrative:
The patient¿s age, gender and weight were not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 65 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient¿s wife called the local lvad team and stated that the patient experienced headaches for 3 days and had weakness on the left side. Emergency services were called and the patient was transferred to the nearest hospital for stroke alert. A hemorrhagic stroke was confirmed and the patient was transferred to the implanting hospital. The CT scan revealed the following: large isodense right sided subdural collection with associated mass effect also subfalcine and downward herniation patterns. The collection appears predominantly subacute to chronic. There are vague scattered areas of hyperdensity suggesting more acute blood. Due to the patient¿s neurological dysfunction a right subdural evacuating port system drainage was performed. The procedure released blood from the brain, and there were no complications.